Manufacturer narrative:
Additional information: the issue is suspected to have occurred during withdrawal as it was noticed only when removed from the patient. The tecothane jacket was not damaged, ripped, torn, or punctured before the procedure/during the prep. No detachments of components occurred. All components of the device were accounted for. No intervention was required for the removal of the device. There was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned with the thumbswitch fully advanced to the ¿off¿ position an inspection of the tip found that the proximal end of the housing was stretched due to the condition of the returned device no functional testing can be carried out. Image review: the 5 images show a hawkone device with the proximal end of the nosecone stretched. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with a 7fr sheath during procedure to treat a moderately calcified lesion in the left mid superficial femoral artery (sfa) and popliteal artery (pop). The vessel is little tortuous. The vessel was pre and post dilated. IFU was followed. Tip detached/tip damage occurred. Moderate resistance was felt during withdrawal. The tip did not separate at the hinge pin. The guidewire prolapse neither caused tip damage nor embolization during procedure. It was reported that the driveshaft proximal to the blade slightly untangled. The procedure was completed successfully, the driveshaft could have untangled during device retrieval. After the procedure was finished the device could not get back into the introducer sheath, with some force it got in and was removed by physician. Abnormality reported in relation to anatomy was total occlusion on the left leg, crossover from the right was done. There was no patient injury reported.